Manufacturer narrative:
(B)(4). S/w version 5.2a. Retainer ring = b.lack. Pump case: ngp. Customer returned pump for alleged high bg and cosmetic damage located at the battery side of case found. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at .0872 inches . P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on motor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, faded end cap address label, and serial number label missing. Cosmetic damage was confirmed at the battery side of case. Unable to confirm alleged high bg. Moisture damage was noted on motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. Insulin pump was dropped. Infusion set and reservoir did not show sign of damage. Retainer ring was not damage. Troubleshooting was performed. The product was been returned for analysis.